Manufacturer narrative:
No damages or defects that would contribute to the cannula dislodging were observed. The cause of the reported dislodging could not be determined. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No leaks were observed. No damages or deficiencies in the fluid path were discovered.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. It was also reported that the pod was leaking insulin. Treatment for reported issue was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.